Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user was instructed to open a new cartridge of strips, where he reported receiving bg readings in the 110 mg/dl to 115 mg/dl range from his dario meter when compared to one of his non-dario meters, which gave him a reading of 175 mg/dl. In addition, the user reported receiving bg readings that were 25 mg/dl to 50 mg/dl lower from his dario meter when compared to his two non-dario meters. While on the phone with dario's representative, it was determined that the user was storing his strip cartridges in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, dario's representative followed up with the user. The user reported that he performed the control solution test by himself using his older strips and the readings were within range, however he still received bg readings from his dario meter that were not aligned with the bg readings received from his non-dario meters. Thereafter, dario's representative instructed the user to test his dario meter with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 149 mg/dl (range 105-151 mg/dl). Control solution level 2 test results was 252 mg/dl (range 186-261 mg/dl). Following the above, the user tested his bg using his dario meter and the new cartridge of strips, and received a reading of 96 mg/dl compared to a bg reading of 120 mg/dl from one of his non-dario meters. Due to the difference in these bg readings, and due to the fact that the user's dario meter was brand new, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On march 29th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a difference of about 100 mg/dl when testing his bg level between his new dario meter and his two non-dario meters. The user reported receiving a bg reading of 115 mg/dl from his dario meter when compared to a bg reading of 215 mg/dl from one of his non-dario meters.

Event description:
On march 29th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a difference of about 100 mg/dl when testing his bg level between his new dario meter and his two non-dario meters. The user reported receiving a bg reading of 115 mg/dl from his dario meter when compared to a bg reading of 215 mg/dl from one of his non-dario meters.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user was instructed to open a new cartridge of strips, where he reported receiving bg readings in the 110 mg/dl to 115 mg/dl range from his dario meter when compared to one of his non-dario meters, which gave him a reading of 175 mg/dl. In addition, the user reported receiving bg readings that were 25 mg/dl to 50 mg/dl lower from his dario meter when compared to his two non-dario meters. While on the phone with dario's representative, it was determined that the user was storing his strip cartridges in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, dario's representative followed up with the user. The user reported that he performed the control solution test by himself using his older strips and the readings were within range, however he still received bg readings from his dario meter that were not aligned with the bg readings received from his non-dario meters. Thereafter, dario's representative instructed the user to test his dario meter with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 149 mg/dl (range 105-151 mg/dl). Control solution level 2 test results was 252 mg/dl (range 186-261 mg/dl). Following the above, the user tested his bg using his dario meter and the new cartridge of strips, and received a reading of 96 mg/dl compared to a bg reading of 120 mg/dl from one of his non-dario meters. Due to the difference in these bg readings, and due to the fact that the user's dario meter was brand new, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow up report: RMA investigation test results with dario's control solution concluded that only one of the control solution levels was within range. Level 1 test results were 154 mg/dl, 155 mg/dl, and 156 mg/dl, outside the range of 107-153 mg/dl. Level 2 test results were 252 mg/dl, 253 mg/dl, and 259 mg/dl, within the range of 186-268 mg/dl. The RMA package was received for investigation on may 16th, 2024. The meter was tested, and was reading outside the range for control solution level 1, and within range for control solution level 2. Due to these results, the RMA was sent to labstyle innovations ltd. (Lsi) for further investigation which was performed by the hw r&d team and concluded that: all control solution measurements are within the required ranges as defined on the cartridge. Based on the above verification results, it can be determined that the tested meter is functioning as expected and qualified for use. Therefore, this complaint is not due to a meter issue. There is not enough information available regarding the dario strips to investigate. No resolution is available.